Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(6) and study ID (B)(6) having spinal therapy. It was reported that break at left l4 screw and possible right l4 screw. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received that there was no plan/schedule for the revision surgery at this point of time. Pseudoarthrosis at l4 and possible non-solid fusion, which is causing pain on the right side to worsen with activity. Definitely left l4, unclear break right l4 pedicle screw (cd horizon solera). Additional information received that there was no malfunction reported for the other catalyst products pli 20, 30.